Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a "watchman case" via an ipsilateral approach, a performer introducer broke upon removal of the sheath. The access site was reportedly scarred, and the anatomy was stenosed and calcified. A 0.035-inch standard glidewire was used during the procedure. Resistance was encountered upon both insertion and removal of the sheath. Per the reporter, the physician cannot remember if the dilator was reinserted prior to attempted removal of the sheath; however, a wire guide was in the sheath lumen when the separation occurred. The reporter originally stated that a cut-down was performed to retrieve the separated portion of the device. Additional information noted that contralateral access was obtained, and the sheath was snared to successfully complete the procedure. Per the reporter, the patient is "doing well" and did not require additional procedures. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. The lot number was not provided to cook, and a global shipment search could not definitively determine the lot; therefore, the device history record and complaint history could not be reviewed. The product IFU cautions, ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt.¿ the IFU provides the following instruction for sheath removal: ¿insert the introducer dilator over the wire guide into the sheath. Withdraw the sheath and dilator as a unit.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s anatomy and procedural issues likely contributed to this event. Resistance was encountered upon both insertion and removal of the sheath, and the anatomy was scarred, stenosed, and calcified. The physician could not recall if the dilator was in place during sheath removal. The IFU states ¿insert the introducer dilator over the wire guide into the sheath. Withdraw the sheath and dilator as a unit¿. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. B3: date of event = "middle of december." G4: PMA/510(k) number = k171999. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a "watchman case" via an ipsilateral approach, a performer introducer broke upon removal of the sheath. The access site was reportedly scarred, and the anatomy was stenosed and calcified. A 0.035-inch standard glidewire was used during the procedure. Resistance was encountered upon both insertion and removal of the sheath. Per the reporter, the physician cannot remember if the dilator was reinserted prior to attempted removal of the sheath; however, a wire guide was in the sheath lumen when the separation occurred. The reporter originally stated that a cut-down was performed to retrieve the separated portion of the device. Additional information noted that contralateral access was obtained, and the sheath was snared to successfully complete the procedure. Per the reporter, the patient is "doing well" and did not require additional procedures. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.